Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported there was restenosis. In (B)(6) 2016, a 2.1 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right proximal superficial femoral artery. The target vessel had 90% stenosis, reference vessel diameter of 6.0 mm, length of 100 mm and classified as a tasc ii c lesion. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis. Two days later, the subject was discharged on prasugrel and aspirin. In (B)(6) 2017, 366 days post index procedure, subject was noted with right superficial femoral artery restenosis. No action was taken to treat the event. At the time of reporting the event was considered to be not recovered/not resolved.